Manufacturer narrative:
Please note that the involved device is not marketed in the united states, however it is similar to the united states marketed device (nim trivantage emg endotracheal tube, 8229705). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, the emg tube was not working properly. The procedure was delayed by 15 minutes. They changed it and performed the surgery normally. There was no patient impact. Additional information received stated that the emg tube had difficulty to monitor. There was no damage noticed in the product or the packaging.